Event description:
The hearing aid (h/a) dispenser reported that the sentry ii waxguard came unseated from the hearing aid and fell into the user's ear canal. The user was referred to a physician for removal of the waxguard. No injury resulted.